Manufacturer narrative:
This report is part of a retrospective review and remediation. Unit was able to charge properly. Unit failed to communicate and sync during rf association, problem was isolated to electronic assembly. Unable to perform functional test due to communication anomaly.

Event description:
Medtronic received information that sensor signal not found, no com pump to xmtr-unresolved occurred. There was no adverse impact or consequence reported as a result of this event.